Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the membrane switch panel had an intermittent high resistance short of 9.7 k ohms between the on/off switch and switch, designator sc2, which caused the device to power itself on. A replacement device was provided to the customer under warranty. The cause of the reported issue was due to an electric short between the on/off switch and switch, designator sc2.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device depleted its battery within prematurely. During device evaluation, physio observed that the device had registered a battery on time of 17:18:54. It was also observed that the device powered on by itself. When the device was powered off by pushing the on/off button, it would power back on again. There was no patient use associated with the reported event.